Event description:
It was reported the right ventricular lead was replaced due to a fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; there were two sets of setscrew marks on the is-1 pin and one set is too proximal, thus lead was not fully inserted into the device; full lead returned and analyzed.